Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up, when it was noted that the device had triggered a non-sustained right ventricular oversensing caused by what it seemed to be premature ventricular contraction (pvc). No patient consequences. No intervention was performed. The patient was stable.

Event description:
New information noted that programming changes were made. Patient didn¿t have any consequence before, during or after this intervention.